Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was unknown. The customer also reported that the alarm did not occurred during the prime sequence and insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error and external ram crc error alarm anomalies noted.